Manufacturer narrative:
When using schein sterile lubricating jelly, 4 oz. Tube, lot 9b121, over 30 pts complained of vaginal irritation. All pts were prescribed a medicated ointment. Upon using the prescribed medicated ointment, the symptoms have resolved.

Event description:
When using schein sterile lubricating jelly, 4 oz. Tube, lot 9b121, over 30 pts complained of vaginal irritation. All pts were prescribed a medicated ointment.